Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00169. Follow-up revealed the patient's ipg was explanted on (B)(6) 2016. It was confirmed the ipg that was explanted was device 1.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00169.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00169. It was reported the patient experienced pain at the ipg site. As a result, the patient will undergo surgical intervention. The patient has two ipgs. Both ipgs are being reported because it is unknown with which one the patient experienced pain at the ipg site.